Event description:
The facility reports while being bathed the patient rolled over against the safety rail. The rail gave way, causing the patient to fall to the floor. The patient suffered an injury to the right small toe, laceration to chin, and swollen lip. Resident was taken to the hospital for examination and released.